Manufacturer narrative:
Sample in unavailable for evaluation. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Bone marrow needle cant handle pressure necessary to penetrate bone, kinks and bends slips away from penetration site does not cut sample property and shatters the bone same as (B)(4).

Event description:
Bone marrow needle cant handle pressure necessary to penetrate bone, kinks and bends slips away from penetration site does not cut sample property and shatters the bone. Same as (B)(4).

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. According to the per, no device was available to be returned for evaluation. However, an image was provided that showed that a used device was bent and the complaint was confirmed. Without the actual device to evaluate, a definitive root cause evaluation could not be accomplished. Since an evaluation of the device was not performed, no corrective action was taken.